Event description:
It was reported to philips that the system's single phase uninterruptible power supply battery failed, which can impact booting. No harm was reported to philips. Philips has started an investigation of this complaint.